Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a onelink needleless connector. The reporter stated that when they attempted to inject medication through a onelink needleless connector, the medication would not inject. There was no patient injury or medical intervention associated with this event. No additional information is available.